Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. The pse evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. During evaluation of the unit, the pse also observed during test 5: air delivery/ flow accuracy, the recognition value at the time of 0slpm setting in air flow sensor was out of specified value. The pse found that the unit would need a new flow sensor assembly. The pse replaced the power switch overlay to resolve the reported issue. The pse replaced the flow sensor assembly to address the issue of airflow accuracy test failed. Unit was tested and passed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the green led had lighting failure. The was no patient involvement.